Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic stomach resection, while the device was being applied in the stomach, the device cut the tissue but did not staple. The staple line was fixed by suturing.